Manufacturer narrative:
A sample has not been received for eval. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that at time of aspiration the tubing from the cassette was blocked by a mass. The surgeon pressed the tubing to give it back its normal form and aspiration resumed. The procedure was completed with no pt harm. It was noted that the surgeon noticed the tubing from the cassette was bent before surgery.